Event description:
It was reported that the cuff was defective on one (1), size m8sct, specialized single cannula cuffed tracheostomy tube. The only info provided regarding the defect was that the "bulb had a weak spot." This was visually detected after removing the device from the pt. Reporter was unable to provide pt, event and relevant device info. It is unknown how long the device had been in use and or what type of inflation pressure/volume was used. There was one (1) pt involved with no reported pt injury. The m8sct device was returned to the MFR on 10/13/98 for decontamination, analysis and investigation.